Manufacturer narrative:
Upon initial receipt of complaint, MDR completed - event not reportable. (B)(4) "primed successfully handpiece would not cut. Upon internal inspection, a broken electrode was found. Could not verify the cause of the malfunction." Failure due to broken electrode - refer to CAPA (B)(4). On (B)(6) 2014: opened CAPA (B)(4) to review 2012 complaints. On (B)(4) 2014: complaint reviewed. Updated with the following details: completed and attached a current MDR decision flowchart. The DHR for lot 15312-03 was reviewed. The unit met mfg specs when released and there were no issues related to the complaint. This lot has a (B)(4) complaint rate. There were (B)(4) units released to distribution. A review of lot history showed that there were total of 3 units that stopped working. A review of the console history was not performed because the console serial number was not reported with the complaint.

Event description:
Primed the handpiece successfully, but would not cut. Checked all connections, reprimed, no cutting. Was not introduced into the body. I went through all connections about 4 times before swapping out.